Event description:
The user received questionable calcium results for three patient samples. Of the data provided for two patient samples, only the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 5.1 mg/dl with a data flag and was reported outside the laboratory. The sample was automatically repeated by the analyzer and the result was 9.5 mg/dl. The patient's specialist questioned the result. The sample was repeated and the result was 9.5 mg/dl. The final repeat result when the sample was manually ordered was 9.6 mg/dl. The final repeat result was considered to be correct and was used for the corrective report. The patient was not adversely affected. The calcium reagent lot number was (B)(4) with an expiration date of 03/31/2012. It was noted the site was not using the recommended sample rack adapters and that their centrifugation procedures may not be sufficient per the tube manufacturer's specifications. The field service representative determined there was contamination and slime build-up on the upper mixing segments (usm). He performed preventative maintenance and cleaned the usms. To verify the analyzer operation, he ran quality control with all results in range and a 10 cup precision run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.